Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implanted neurostimulator was intermittently turning off following exposure to a theft detection security gate at lowe's department store. It was reported that the frequency of intermittent shut down was increasing daily; at the time of report, stimulation (either the left or the right implantable neurostimulator) was shutting off approx four times per day. The pt had informed her physician of the event and was planning to schedule an appointment. Add'l info has been requested, but was not available as of the date of this report. Refer to MFR report# 3004209178-2011-04466.